Event description:
During a tonsillectomy, the blade electrode was in use with a valleylab generator and valleylab electrocautery pencil. A grounding pad was also in use at the time. The patient received a burn to the corner of her mouth during this routine tonsillectomy. The instruments were removed from the field and contained to be sent to their manufacturers for inspection. Sutures were applied to the burn site and the patient was recovered per hospital protocol. Her family was notified of the injury. No further treatment was required.

Manufacturer narrative:
The incident device was returned for evaluation and inspection and subsequently was sent on to the outside vendor for investigation and written response. The reported incident is unusual due to site of burn which is away from the actual operative site. The vendor's inspection did not find any defect with the electrode and a root cause could not be determined at this time. If additional information is received regarding this incident, a supplemental medwatch will be completed.